Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has previously caused or contributed to patient injury. Device issue: dislodged stent. It was reported that the physician flushed the stent and was loading it onto the guide wire when he noticed that the stent wasn't on the stent delivery system (sds), only the balloon was there. As it wasn't inserted in the guiding catheter, it wasn't lost, it also wasn't on the table nor on the site table. The stent didn't come with the sds and there was no stent in the box. Analysis of the returned device identified crimp marks, which confirmed that the stent was present at some point.

Manufacturer narrative:
Result - product performance engineering was unable to determine a conclusive root cause for the dislodged stent. Evaluation summary: quality assurance analysis revealed that the sds was returned with blood in the guide wire lumen. There was fluid in the inflation lumen and in the balloon. The stent implant was dislodged from the balloon and was not returned. The balloon was loosely folded. There were crimp marks on the balloon between the markers. There was no other damage noted to the sds. Product performance engineering reviewed the incident information and results of the returned product analysis. The presence of contrast in the inflation lumen and in the loosely folded balloon suggests that the product was prepared for use and likely inflated or had some positive pressure applied, but it is ultimately unknown if the sds entered the body or if the inflation/pressurization occurred outside the body. Factors that can effect stent dislodgement outside the body include, but are not limited to, positive pressure during prep, negative pressure during sheath removal, forced sheath removal or improper or inadequate crimping at the time of manufacture. As mentioned above, analysis of the returned product indicates the presence of crimp marks on the balloon that were between the markers of the loosely folded balloon. This suggests that the stent implant was at least crimped onto the balloon at the time of manufacturing. The loosely folded balloon suggests that positive pressure may have been applied to the system. If positive pressure was applied to ths system during preparation, this may have contributed to the stent dislodgement during the removal of the protective sheath. The unreturned stent implant and protective sheath would have aided in the evaluation. Based on the incident information and results of the returned sds analysis, a conclusive cause for the reported complaint of stent dislodgement cannot be determined. However, there is no indication of a product deficiency that may have cause or contributed to the complaint. A review of the lot history record did not indicate any non-confirming material reports and a query of the complaint-handling database indicated that there have been no other incidents reported with this part number / lot number combination. This MDR is considered closed by the product performance group.